Manufacturer narrative:
The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting an dis based on information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.

Event description:
It was reported that during surgery after the use of the persuader a screw disassembled. The screw was then replaced with a different screw. It was reported by the user facility that impact to patient was an additional 350 ml of blood loss.